Event description:
It was reported that this left ventricular (lv) lead had dislodged after implantation. This lv lead remains in service and is scheduled for revision. No adverse patient effects were reported.